Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the reporter was unable to remove the battery from the pump. The reporter stated that there was no damage to the battery compartment and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the battery compartment was stripped. The threads on the battery cap were stripped and the contact measurements were out of specifications. The pump powered up with the appropriate audible and vibratory functions. Unrelated to the casing issue, the verify screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.